Event description:
It was reported that patients spinal cord stimulator lead had migrated and was noted that patient was not able to get enough pain relief. The patient underwent a spinal cord stimulator lead replacement procedure and was doing well post operatively. The explanted devices were not returned.

Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. (B)(6). UDI:(B)(4).